Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The filter board harness was replaced.

Event description:
The hospital reported that, during a case, the unit was providing flow sensor alarms and mechanical ventilation was not functional. The clinician reportedly removed/reattached the advanced breathing system and replaced the flow sensor, restoring mechanical ventilation. The unit continued to alarm. The flow sensor was calibrated, resolving the alarm condition. There was no reported patient injury.